Event description:
It was reported that the patient fell face forward and landed on her right shoulder and left knee. Following the fall, the patient felt no stimulation sensation, experienced some return of symptoms, and felt like she had a kidney infection. The patient increased her stimulation to 2.1 volts and stated that she like it better there. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Lead model 3093-28, lot # v759963, explanted: na; programmer model 3037, serial # (B)(4).

Event description:
Additional information was received. The patient saw her physician on (B)(6)-2012. The device analysis/interrogation revealed all functions were normal; the device was functioning properly. No further action was needed.